Event description:
The pt received 2 scs leads with the same lot number. It was reported, the pt underwent a lead replacement in order to reduce the recharge burden of her scs sys. F/u identified the issue was resolved with the lead replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.